Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that the patient had a pseudomonas driveline infection. Patient experienced shortness of breath, chills and diffuse pain and these symptoms had increased over the previous 3 days. The patient presented to emergency department on (B)(6) 2020. Patient had signs/symptoms of increased drainage from driveline and purulence. Patient denied fever, chills, rigors. No alarms were noted on ventricular assist device (vad). Patient is taking all medications as prescribed. Additional information noted that the event resolved with sequela on (B)(6) 2020. The patient was planned to be on antibiotics though (B)(6) 2020.